Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft and tip separation occured. During a percutaneous coronary intervention, an opticross imaging catheter was advanced to the lesion and the image was lost. The imaging catheter did not reach the lesion. When they removed the imaging catheter from the patient, fracture occured. The tip at the distal part of the marker and the shaft at an unknown point were detached. The device was completely removed. The procedure was completed with another of the same device. No complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the broken and missing distal tip was observed. Approximately 5 mm distal tip was missing. The sheath was separated at the lap joint assembly. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the retainer clip was removed. This would allow the ic assembly to be pulled out from the device. Windup of the ic core was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that shaft and tip separation occured. During a percutaneous coronary intervention, an opticross imaging catheter was advanced to the lesion and the image was lost. The imaging catheter did not reach the lesion. When they removed the imaging catheter from the patient, fracture occured. The tip at the distal part of the marker and the shaft at an unknown point were detached. The device was completely removed. The procedure was completed with another of the same device. No complications reported and the patient's status is good.